Event description:
This case was reported by a consumer and described the occurence of neuropathy in a female pt who received super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced neuropathy. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. The manufacturer's report number for this case is 9681138-2009-00076. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).